Manufacturer narrative:
Mml #: (B)(4).

Event description:
It was reported that the patient was hit by a car while on vacation, and as a result, the patient has been having pain in the implantable pulse generator (ipg) pocket site. The patient was scheduled to undergo a revision procedure to relocate the ipg. While waiting for the surgical procedure, the device was turned off during the last visit on (B)(6) 2024. The patient later decided to have the device removed and did not want the ipg pocket site revision. All components were removed without complications.

Event description:
It was reported that the patient was hit by a car while on vacation, and as a result, the patient has been having pain in the implantable pulse generator (ipg) pocket site. The patient was scheduled to undergo a revision procedure to relocate the ipg. While waiting for the surgical procedure, the device was turned off during the last visit on (B)(6) 2024. The patient later decided to have the device removed and did not want the ipg pocket site revision. All components were removed without complications.

Manufacturer narrative:
Mml #:(B)(6). Other device explanted. Model: 8145 description: reactiv8 implantable stimulation leads. Serial numbers: (B)(6). Udis: (B)(4). Corrected the ipg serial number and patient identifier. There was no allegation against its functionality of the reactiv8 system. The ipg passed the functional testing and operated within the manufacturing specifications. Both leads were received damaged, so no functional testing could be performed. Visual inspection was performed, and no anomalies were found to be associated with the alleged pocket site pain. The leads and ipg history records were reviewed. No relevant nonconformances were found. Updated section d4 and h6.

Event description:
It was reported that the patient was hit by a car while on vacation, and as a result, the patient has been having pain in the implantable pulse generator (ipg) pocket site. The patient was scheduled to undergo a revision procedure to relocate the ipg. While waiting for the surgical procedure, the device was turned off during the last visit on (B)(6) 2024. The patient later decided to have the device removed and did not want the ipg pocket site revision. All components were removed without complications.

Manufacturer narrative:
Mml #: (B)(6). Other device explanted. Model: 8145. Description: reactiv8 implantable stimulation leads. Serial numbers: (B)(6). Udis: (B)(4). Corrected the ipg serial number and patient identifier. There was no allegation against its functionality of the reactiv8 system. The ipg passed the functional testing and operated within the manufacturing specifications. Both leads were received damaged, so no functional testing could be performed. Visual inspection was performed, and no anomalies were found to be associated with the alleged pocket site pain. The leads and ipg history records were reviewed. No relevant nonconformances were found. Corrected section d4 and updated h6. Corrected: h4 - manufacturing date.